Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidoses. The customer did not provided details regarding the hospitalization, but did state she is very sensitive skin. The customer also noted she has notified us of this even. The customer states the diabetic ketoacidoses was caused by the pump or the set, but it is fine now. The customer was advised to disconnect from the set and change the insertion location. The insulin pump will not be returned for analysis.